Event description:
Upon advancement into the right renal artery, the physician visualized an irregularity of the catheter tip. The tip was noted to have separated in the right femoral artery. Attempts to remove the separated segment with a looped guide wire were unsuccessful. Each attempt resulted in further breakage of the tip. The pt was subsequently sent to surgery for removal of the separated segment.